Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed, and the collagen plug did not go through all the way. There was no reported patient injury. The device is unknown if it will be returned for evaluation.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed, and the collagen plug did not go through all the way. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2117302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.